Event description:
During a conversation to pump a nurse attempted to piggyback a medication into 2306 primary tubing using the blunt needle available in another co's 11397-48 secondary set instead of the needleless system available in the hosp. The needle caused the latex port to core and a latex embolus was noted in the primary tubing. The tubing was immediately changed with no harm to the pt. An appropriately positioned and affixed label may have helped to prevent this incident.